Event description:
While performing an arthrectomy of the left superficial femoral artery, a 2.25mm burr was used with the viper wire and the csi device. The burr would not cross the occlusion so upon removing the viper wire and burr, the wire and burr device fractured requiring a second operation of left groin exploration to retrieve pieces. The wire was successful removed.